Event description:
Patient reported "after a breast ultrasound deformity, and the inspira prosthesis has been recalled". Healthcare professional later reported right side "armpits with reactive lymph nodes¿ diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: anxiety - product/ procedure: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "armpits with reactive lymph nodes."

Event description:
Patient reported "after a breast ultrasound deformity, and the inspira prosthesis has been recalled". Healthcare professional later reported right side "armpits with reactive lymph nodes¿ diagnosed via ultrasound. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.